Manufacturer narrative:
Film evaluation results are: pre-implant anatomy information, films at implant, and earlier post-implant films were not provided. The original implant location was unknown. It cannot be confirmed if the bifurcate had migrated. From the 6+ year post-implant cta's provided, the bifurcate was currently positioned ~ 4 cm below the lowest left renal artery. There appeared to be marginal proximal seal with minimal apposition to the aortic wall. The exact cause of loss of seal and the reported migration could not be conclusively determined from the films provided. It is possible that the proximal aortic neck had dilated since implant due to disease progression, which likely contributed to the loss of the seal and migration. The exact cause of the thrombus seen lining the proximal aortic neck and the left wall of the bifurcate main body could not be conclusively determined. The acutely angulated left/contra limb or the small distal aorta may have contributed. The thrombus may also have been caused by patient's pre-existing condition.

Event description:
Additional information for this case was received. Per the physician¿s office the patient does not want any further treatment or intervention.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately seven years and three months post index procedure a CT revealed that the proximal aortic neck appeared to have dilated to between 4.0 cm and 4.9 cm in diameter and measured greater than the diameter of the talent bifurcate. The talent bifurcate was positioned 3.8 cm distal to the lowest renal artery. No intervention was reported and the event was not resolved. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.